Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, it was observed that the patient had received inappropriate shocks and anti-tachycardia pacing (atp) for a supra-ventricular tachycardia that fell within the programmed zone for ventricular fibrillation. Programming changes were made and the patient was stable following.